Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, at the time of gastro-jejuno anastomosis during laparoscopic gastric bypass, the first device did not cut the suture and part of the suture was left in anastomosis staple line. On the second device, the suture did not cut completely. It was stated that there was an unanticipated loss of tissue. The surgeon decided to transect and redo the anastomosis.

Event description:
According to the reporter, at the time of gastro-jejuno anastomosis during laparoscopic gastric bypass, the orvil suture did not cut and part of the suture was left in anastomosis staple line. It was stated that there was an unanticipated loss of tissue. The surgeon decided to transect and redo the anastomosis.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The anvil was observed to be tilted and attached to the instrument. Further inspection of the anvil cutting ring showed deep traces of knife impression and the ring was received completely severed. The advancing proximal guide suture was not present, indicating it was cut. The anvil retaining suture was cut. Instrument was used for all functional testing. Functionally, the device was applied over the appropriate test media producing acceptable results. The knife cut the test media cleanly and completely, and the pushers advanced. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.